Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a short circuit and a black spot on the connector during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction corrosion on the video connector was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction black spot on the connector could not be established. Based on the results of the investigation, most probable cause of the malfunction corrosion on the video connector was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.